Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that they took the patient to the hospital this morning, and when they connected to the ins they noticed that the estimated time to empty for the ins battery was showing less than 10 months in the dbs therapy app. This concerned the caller because they were told the ins battery would last 5-7 years, and the patient just had it implanted in january. The caller reported their concern to the patient's managing hcp, and the hcp advised the caller to contact "tech support," which was why they called in. Reviewed role of manufacturer and redirected the caller back to the patient's hcp to further address the longevity issue. Also sent an email to the field to make them aware of the situation.